Event description:
It was reported that the patient presented in the emergency room with heart failure symptoms. Upon interrogation, it was noted that the right ventricular lead had no capture at max output and was dislodged. Dislodgement was also noted on the right atrial lead. An attempt to reposition the right ventricular lead by the physician was unsuccessful because the helix would not extend. The right ventricular lead was explanted and replaced. The right atrial lead was explanted successfully. The patient was stable and will be monitored.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.